Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer indicated that falsely decreased results were generated while using the ict module on the architect c4000 analyzer. The customer provided the following data: sample 1 and sample 3: chloride initial 67, retest 110 mmol/l; calcium initial 5.5, retest 9.8 mg/dl. Sample 2: sodium: initial 101, retest 145 mmol/l. No impact to patient management was reported. No other patient information has been made available.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, abbott field service representative evaluation, service history review, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fse) reviewed the analyzer and the instrument performed without any issue. The information from the customer documented that the specimens may not be totally spun down when received. A review of the analyzer service history was performed and it revealed no additional occurrences of discrepant results nor did it identify any additional service or complaint issues that may have contributed to this issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.